Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reseated the cable at j18 axes controller platform dual (acpd) and system returned to normal operation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to an improperly seated cable. It can be resolved by reseating the part and power cycling the system, if necessary.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) to report that they had an issue with the system. The customer stated that after the procedure was done for the day, the patient side cart (psc) kept throwing a recoverable 23118 error during boom extension, retraction, and rotation. The tse walked the customer through performing a hard power cycle, but the issue persisted. The customer confirmed that raising and lowering the column did not induce the issue. Tse reviewed the logs and confirmed 23118 errors called out by set up structure (sus) shoulder rotation. The procedure was completed with no reported injury.